Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was connected to the implantable pulse generator (ipg) and there was a twitch in the left breast/shoulder area. This was unable to be reproduced using the analyzer so a grommet/set screw issue was suspected. The device was removed and a new device was used successfully. No patient complications have been reported as a result of this event.